Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge or boot. The receiver download and functional testing were unable to be performed. Finding related to complaint in troubleshooting: verified defective battery. Battery voltage measured= 0.0014v. The complaint was confirmed receiver ceases to function due to receiver battery was defective.the reported event that the receiver ceased to function was confirmed. A root cause could not be determined.